Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted to the hospital pcu (date unknown) for right side weakness and subsequently expired on (B)(6) 2016. The site reported the death was not related to the superdimension device or the enb procedure. If additional information is obtained a follow-up report will be submitted.